Event description:
Patient implanted with a margron dtc hip replacement system presented with thigh pain 4+ years postoperatively. During revision surgery, the femoral stem was found to have aseptically loosened, with infection around the stem. Swabs were taken to identify the infection type. Examination of the explanted stem, revealed no issues related to the cause for revision. Given the longevity of the implantation, the infection is unlikely to be related to the implant. The primary implant was revised with another manufacturer's hip system.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and MFR's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, MFR has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.